Event description:
Procedure: lobectomy. Reportedly, the patient tissue was thick and hard because of undergoing chemo-radiotherapy. The surgeon fired the instrument but the clamp cover broke during the firing. A one millimeter broken piece fell into the patient cavity due to the breakage and has not been retrieved. The surgeon then applied a larger linear stapler to treat the tissue, and the firing was completed properly, although it was difficult due to the thickness and hardness of tissue.